Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA (B)(4) .

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 01/21/2020. Device evaluation: the sample was evaluated, and the lens was observed cut with residues of viscoelastic on the lens related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported complaint was not verified. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event, exact date not provided best estimate is between (B)(6) 2019. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zcb00 24.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The zcb00 24.0 diopter lens was explanted on (B)(6) 2019 due to complaints of visual acuity issues. The replacement lens is another zcb00 lower diopter (22.5). Patient outcome was reported as well. No additional information was provided to johnson & johnson surgical vision.